Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging a calibration code issue with her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. Immediately after the start of the alleged issue, the patient claimed she felt a symptom of shakiness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter to match the test strips per the owner¿s booklet recommendations. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.